Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.85 volts and an extended charge time of 18.2 seconds, but failed to exhibit a battery status indicator of elective replacement indicator (eri) as specified in labeling. In addition, it was reported that this patient exhibited high defibrillation thresholds. To date, there have been no reported patient symptoms associated with this clinical observation.